Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed non-original equipment management (OEM) battery was present, the plunger head filled with fluid ingression, and the electronic serial number was blank. A review of the event history log identified plunger sensor failure. During functional testing could not duplicate plunger sensor failure but noted that the entire plunger head assembly was filled with contamination. The root cause was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Device will be placed in quarantine due to presence of non-OEM battery.

Event description:
It was reported that the pump exhibited plunger failure. No patient injury or involvement was reported.